Event description:
It was reported that during a laparoscopic appendectomy procedure, the device's staples were malformed. The customer used a competitor's device to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticpated, but unavailable at this time.